Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 322 through the history log, but could not reproduce it. The device was operating out of specification with respect to the reported symptom. Physical inspection found severed motor screws, resulting in the error messages. The motor assembly, including the screws, was replaced.